Event description:
It was reported that the surgeon inserted an aa4203tf silicone plate lens with toric and the haptic was torn upon insertion. The lens was removed without any patient injury.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that a piece of a haptic plate was torn off and missing. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.